Event description:
Ventilator stopped and went into standby mode. Patient was bagged and vent was replaced. No harm to patient. Biomedical engineer could not reproduce the event. Manufacturer representative is coming friday to check out device.